Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported: tha dislocation with esc liner on wheelchair patient. Doi: (B)(6) 2024. Doe: 22 mar 2024.

Event description:
Additional information received: a. Event date? 22.03.2024. B. Was there any surgical delay related to the event? No. C. Was there any allegation against the cup, apex hole and screw? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, tha dislocation with esc liner on wheelchair patient. The product was not returned to depuy synthes, however photos were provided for review. See attachment img_6477.jpg, img_6478.jpg, img_6479.jpg, img_6482.jpg. The photo and x-ray investigations revealed that the articul/eze ball 28 +5 br was observed dislocated with the liner. No other issues were observed to the head. With the information provided is not possible to determine a potential cause at this moment, the mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the articul/eze ball 28 +5 br would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation were performed for the finished device 136512000, lot number d23022130, it was manufactured on 21-feb-2023. (B)(4) were manufactured per specification and all raw materials met specification, and no non-conformances / manufacturing irregularities were identified.